Event description:
It was reported that during testing conducted by a field service technician, the system 7 single trigger rotary had a sticking trigger. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.